Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was unable to reproduce reported problem. System tested and verified as ready for use. The complaint was not confirmed based on field evaluation.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the clinical sales representative (csr) was contacted by the customer to report an event that during the surgical procedure the universal surgical manipulators (usm) were positioned in order for the cannula to be in an almost horizontal position due to patient's anatomy. The cannulas and instruments were pointing upwards in the patient's abdomen. The usm3 moved on its own coming to a stop when the cannula was in a vertical position, when the surgeon switched from the usm3 to the usm4. Due to this, the instrument tip disappeared from field of view and moved far towards the lower abdomen of patient. The surgeon believed that the cannulas and the usms were under high tension due to the position of the usms combined with the patient's anatomy with a very thick abdominal wall. Tse reviewed the system logs and did not find any relevant system errors with the date of the reported event. The patient nor the surgical procedure were affected by the reported event. The surgical procedure was completed with no further reported issues.